Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported to covidien. On (B)(6) 2018, the unit was triaged and service found that the unit did not alarm.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the condition of, ¿service technician finding that the unit did not alarm¿. The unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.